Event description:
The caller reported that the customer was hospitalized for a procedure. The staff removed the insulin pump and placed it in a plastic bag. Insulin leaked out of the insulin pump because it was not suspended. The insulin pump had fluid under the lcd display. She experienced unexplained high blood glucose levels. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.